Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic was used in the rectosigmoid colon during a colonoscopy with stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a 3-4cm malignant lesion. Reportedly, the patient¿s anatomy was tortuous. During the procedure, the physician was able to deploy the stent; however, the proximal flared end of the stent failed to expand. The physician implanted another wallflex enteral colonic stent within the first stent to expand it fully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.